Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that patient stimulation is for legs and back therapy. Patient stated she is just getting stimulation only to her legs since for about a month (2018). Patient stated she needs stimulation to her back because she has been in a lot of pain. Patient stated it started gradually and has gotten really bad in the past week. Patient mentioned "sciatic pain". Patient reported she is scheduled for surgery on (B)(6) 2018 unrelated to stimulator. Patient stated she had a a+b program for both but she cannot get stimulation adjusted to go to both. No further patient symptoms or complications were reported in this event. Additional information was reported that the manufacturing representative (rep) "just could not get it set to cover back where it was", and sometimes it changes by itself "it has one button for the patient's back and one for their legs. It was finally set on b1 + b2 up + down on what the patient wants it on now it went to a1 +a2 which was ok. The patient stated they can set it over the phone. The patient reported they are doing ok now. The patient just has to call in sometimes, but they are doing ok now. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.